Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the intra-aortic balloon pump (iabp). The stm verified the electrical failure code #42 in the logs and replaced both datasettes. During testing, after replacing the datasettes, fault code #44 registered in the log. The stm tested multiple time with same fault code 44 appearing. The stm replaced fiber-optic module and the iabp device working without any further failures. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during preventative maintenance (pm) by the customer, the cs300 intra-aortic balloon pump (iabp) had an electrical test failure #42. There was no patient involved and no adverse event was reported.